Manufacturer narrative:
The device and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that (B)(4) other devices from the reported lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue as no further reports are identified. Provided information states the patient had pain and swelling. The surgeon went in to conduct an ID wash out and exchanged the poly. The flexion felt tight so the surgeon went down in the poly size. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of pain and swelling.